Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer was unsuccessful at clearing the occlusion by changing out the supplies on the pump. The customer's blood glucose (bg) level was in the 600 mg/dl range with a high level of ketones and insulin injections were used to address the bg level. The customer disconnected from the pump and was using insulin injections to manage diabetes. At the time tandem customer technical support (cts) was contacted, the customer's ketone level was no longer high. The customer was unable to troubleshoot with cts as the pump was not with the customer at the time. Although requested, the customer had not called back to cts to troubleshoot to determine a possible cause of the occlusion.